Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It was reported that surgeon revised patient's right ankle due to a failed right ankle fusion. It was reported that a proximal screw was removed and replaced with a longer screw. End cap was also removed. It was clarified that the proximal screw was removed because it was too short. It was replaced with a longer one (40mm). Sales rep reported that the end cap was removed because it was floating and not connected to rod. End cap was not replaced.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported that surgeon revised patient's right ankle due to a failed right ankle fusion. It was reported that a proximal screw was removed and replaced with a longer screw. End cap was also removed. It was clarified that the proximal screw was removed because it was too short. It was replaced with a longer one (40mm). Sales rep reported that the end cap was removed because it was floating and not connected to rod. End cap was not replaced.